Event description:
User site reported [to manufacturer] that the dose distribution for a large field size (e.g. 40cmx40cm) did not agree with the measured data. The dose disagreement occurs for target voxels outside of a circle of 20 cm radius (40 cm diameter) from the beam isocenter. The internal investigation showed that there was no defect with the software. The software performed as designed according to defined specifications. The cause of the disagreement was incorrect use of cross plane profile data instead of the diagonally scanned in-air profiles of the 40x40 field during beam modeling. The cross plane profile does not have the required data to calculate outside of the 20 cm radius. Updating in-air profiles resolves the disagreement in dose calculation compared to measure data. The disagreement in dose calculation occurs when collapsed cone convolution superposition (cccs) is used with the incomplete data noted above. This applies for all panther versions with cccs dose calculation enabled (includes external beam modules in v4.4 and higher). The issue is encountered when there is a large target in the affected area using cccs for dose calculation. For a given beam, if the field irradiates areas outside of a 20cm radius (or equivalently a 40cm diameter) circle, centered at the beam's central axis, then the dose in those areas will have the dose anomaly. The probability of occurrence is the combination of the probability of treating a large target and the probability of using cccs for a large field size during the planning process. This is dependent on a combination of factors, including pt population with a target larger than 40 cm in diameter and the common planning techniques used for such large targets, which can be characterized into three categories. Under these conditions, the occurrence of an event is estimated to be remote due to the following: for target volumes with dimensions exceeding the field size limit, the treatment field is split into two or three smaller fields, which do not encounter the issue. A 3d target volume is not defined, but rather the target is based on the beam eye view where physicians will delineate the region to be irradiated. For these types of treatments, the dose prescription is based on points near the beam's central axis. Normally with a target this large, imrt is not used. Conformal is used instead, with fast photon for forward planning utilized more often for dose calculation than convolution.

Manufacturer narrative:
Affected customers being informed via written notification of limitation of cccs dose calculation for large field sizes and their incomplete in-air profile. Affected customers will have their machine data re-tuned with diagonal in-air profiles of the maximum file size.